Event description:
Patient brought to or on (B)(6) 2013 emergently for a revision of a t8 transpedicular vertebrectomy due to kyphosis. The original surgery was on (B)(6) 2013 and involved level t7-t9. The construct failed at t7, the rod separated from the pedicle screw on the right and the patient's spine fell over into kyphosis. It was noted that the rod was medial to the screw head. One of the screws broke through the pedicle on the left at t9 (the pedicle broke and the screw was intact). The patient was complaining of pain, and spinal cord was being severed. There was no report of trauma that would have caused the kyphosis. The construct was extended to t6-t11 and the rods were replaced. The surgeon drilled out all of the cement and reconstructed the anterior column. The screws were not replaced. There were 4 screws, two rods and one transconnector with the initial surgery and a total of 9 screws, two rods and one transconnector with the reconstruction. Of note, a CT scan on (B)(6) 2013 showed that everything was fine. This report is number 4 of 15 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.